Event description:
Technician alleged that the siderail is not latching. No pt impact.

Manufacturer narrative:
The technician found the siderail latch cover is bent not allowing the latch to work. The technician replaced the siderail latch cover to resolve the issue.